Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient's wife reported the patient was hospitalized due to elevated blood glucose on (B)(6) 2015. The patient experienced readings of 300 mg/dl throughout the afternoon and he administered correction boluses of roughly 3 units of insulin. Prior to bed on (B)(6) 2015 his blood glucose measured 126 mg/dl and he changed the infusion set. At 7:30am the following morning his blood glucose measured 375 and he bolused 4 units of insulin. At 12:00pm his blood glucose measured 375 and he again bolused 3 units of insulin. At 2:00pm and 3:00pm his blood glucose measured "hi" and he was feeling ill. His wife drove him to the emergency room and his blood glucose measured 775 mg/dl on a professional meter. The patient was then disconnected from the pump and placed on an insulin IV. Upon follow up on (B)(6) 2015, the patient's wife stated she believed the patient's infusion site was the cause of elevated blood glucose. The patient's blood glucose decreased after changing the infusion site. The alleged infusion set was requested to be returned for evaluation.